Manufacturer narrative:
E1: patient city: (B)(6). Patient country: bahrain.

Event description:
Unomedical reference number (B)(4). Event occurred in bahrain. On 25 april 2024. It was reported that the infusion set cannula was bent. Patient blood glucose level was 16.7 mmoll and was treated through pump. Within 3 hours of insertion customer noticed symptoms. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.